Manufacturer narrative:
Service checked the system and did not identify any issues. The module was running within specification. The investigation did not identify a product problem.  The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable li lithium results for two patient samples from the cobas 8000 c702 module. Sample 1 initial result was 2.93 mmol/l with a data flag and the repeat result was 0.99 mmol/l. Sample 2 initial result was 2.94 mmol/l with a data flag and the repeat result was 0.83 mmol/l. The questionable results were reported outside of the laboratory. The repeat testing was performed with reagent lot number 484628. The reagent lot number was 46070601 with an expiration date of 30-nov-2021.